Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to inflammation of the pocket site. The physician was not sure why the breast area was inflamed. The pocket did not look infected and the doctor did not think that it was an allergic reaction. The device was sent to pathology. No adverse patient symptoms were reported.